Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty and was subsequently revised on an unknown date due to unexplained pain. No further information has been provided to date.

Manufacturer narrative:
The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. (B)(4).